Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cuff had blown and there was a loose hub on the tube. The unit was replaced right away and no other issue was noted.